Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power and there was moisture/corrosion in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: the returned battery cap was able to attach to the pump. There were no unexplained pump reboot events observed in the pump's black box. The pump was exercised for 24 hours with no issues observed. Corrosion was found in the battery compartment.